Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A phytobezoar and gastro-intestinal ulcer are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019, the patient's j tube was removed due to a phytobezoar at the duodenal area which had caused a duodenal ulcer. Duodopa therapy was stopped and the j tube was discarded.